Event description:
Patient reported, a right side breast infection. And ¿a lump or thickening in or near the breast or in the underarm area¿. Healthcare professional reported, right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected, during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed, that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 117262, is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints, for the period of jun-19 through may-21. No adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event. No corrective action is deemed necessary at this time.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/17/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and "a lump or thickening in or near the breast or in the underarm area."

Event description:
Patient reported a right side breast infection and ¿a lump or thickening in or near the breast or in the underarm area.¿ healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.